Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, the brand name has now been updated. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The console (B)(6) functioned as intended. There was no evidence in the logs to confirm the reported product experience code - ¿priming problem¿. Most likely, it was a use related issue.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that they attempted to prime the impella cp for acute myocardial infarction/cardiogenic shock st-elevation myocardial infarction patient. The automated impella controller (aic) was continuously in prime screen. The team took the cassette out and put back it in without resolution and the aic was not priming the solution. The patient was switched to a new aic with successful priming and set up. There was no patient harm.

Manufacturer narrative:
Additional information noted the impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed. Correspondingly, sections d9: device received by manufacturer with receipt date and h6: investigation type, findings and conclusion codes were updated accordingly.

Manufacturer narrative:
H6 medical device problem code a1102 was erroneously entered on the initial manufacturer device report. H5 and h8 were erroneously entered on the initial manufacturer device report.